Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the ins and two leads removed on (B)(6) 2018. Technical services (ts) asked caller why the system was removed and the caller was unsure but reported that the medical report also stated that the surgeon was "unable to remove the paddle adherent to the cord" so this was left implanted. The caller indicated it looked like the segment was about 2.5 cm long and was the electrode portion of the lead. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of/need for the system explant and one lead being left partially implanted was scarring. The hcp reported that no actions will be taken to resolve the one lead being left partially implanted. No further complications were reported.